Manufacturer narrative:
Block a4: patient's weight is 76.5 kg. Block e1: (initial reporter address 1) the reported health care facility's address 1 is (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure and inside the patient, six bands were deployed and attached to the varices. When the physician returned to check, the bands fell off before the bleeding could stop. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h11 has been corrected. Block a2: patient's exact date of birth is unknown; however, it was reported that the patient was born on (B)(6) 1973. Block a4: patient's weight is 76.5 kg. Block e1: (initial reporter address 1) the reported health care facility's address 1 is (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands falling off varix. Block h11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned. Only the handle was returned, and it had marks of trip wire being secured. Also, the suture returned with seven knots. No other problems with the device were noted. The reported event of bands falling off varix was not confirmed. Upon analysis, there was not enough evidence to determine whether the reported event was caused by the physician's technique during the procedure, the patient's anatomical conditions, or a potential device malfunction. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure and inside the patient, six bands were deployed and attach to the varices. When the physician returned to check, the bands fell off before the bleeding could stop. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.